Event description:
On (B)(6) 2013, the following was reported to clinical innovations: according to user's description: after delivery, the electrode was removed. A month later, the parents returned to the hospital with their baby girl who had a lump on her head. X-ray showed that the fse had broken off (unnoticed) it is not described as a difficult removal. The girl will have surgery to remove the remains of the electrode.

Manufacturer narrative:
Failure mode is rare. An investigation into a previous complaint of a similar nature (closet match) indicated that this failure mode is replicated when the fse is over-torqued. The tip broke off when the fse was twisted 4x. IFU indicates 1 full turn. Device involved in failure was not returned to us for evaluation. No exact root cause can be identified as such, no specific corrective action will be taken currently. If further incidents occur, they will be investigated accordingly, and this report will be amended as necessary.